Manufacturer narrative:
Product was not returned. Based on the information available, no further action is required at this time. Complaint information is trended on a regular basis to determine if further investigation is warranted. If additional information is made available, the investigation will be updated as applicable. The manufacturing number is (B)(4).

Event description:
Postoperative dysuria and worsening complications occurred after the placement of a suburethral sling via the retropubic approach. Reoperation was required for lateral sectioning. No additional information was provided.